Event description:
This report is being filed after subsequent review of the following article. Mechanical failure of single cannulated screw fixation of unstable slipped capital femoral epiphysis. Slone, harris s; stacey, stephen c; mooney iii, james f. 2014 journal of pediatric orthopaedics b, 23:49-54. This is a report of two cases of cannulated screw failures occuring close to the mid-point of the femoral neck following slipped capital femoral epiphysis (scfe) fixation. . A synthes (paoli, pennsylvania, USA) 7.3 mm stainless-steel, cannulated screw with a 32 mm thread length was used. Both cases required revision. A copy of the journal article is being submitted with this medwatch. This is report 2 of 2 for com-(B)(4). This report refers to an unknown 65mm fully threaded, stainless-steel 7.3mm screw failure/revision.

Manufacturer narrative:
Device used for treatment, not for diagnosis. Mechanical failure of single cannulated screw fixation of unstable slipped capital femoral epiphysis. Slone, harris s; stacey, stephen c; mooneyiii, james f. 2014 journal of pediatric orthopaedics b, 23:49-54. This report is for an unknown 65mm fully threaded, stainless-steel 7.3mm screw /unknown quantity/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.